Event description:
It was reported that approximately 56 months post-implant of a bifurcated device and a suprarenal aortic extension, aneurysm growth and a small endoleak from the suprarenal extension, were observed. The physician elected to implant an additional suprarenal aortic extension and a balloon expandable stent proximally, which resolved the endoleak. The patient tolerated the procedure well. A prior intervention was performed 18 months prior, where a limb extension was added due to sac enlargement and a suspicion of a possible development of an endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible and a cause could not be determined. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.